Manufacturer narrative:
Laboratory analysis confirmed that the reed switch was stuck, which caused the continuous beep tones and erroneous programmer message that there is a magnet present that were observed clinically. Boston scientific crm has observed similar device behavior, at a low rate of occurrence, and has conducted an investigation to determine the root cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a surgery, and the device continued beeping after the magnet was removed. Upon interrogating the device, observed yellow screen "pg indicates presence of magnet" message. Technical services (ts) discussed disabling magnet use. It was reported that tones were heard which went away once enable magnet use was programmed off. Ts discussed the magnetic reed switch 2010 (B)(6) advisory, and that this could impact the device longevity. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient underwent valve surgery, during which the patient's left ventricular (lv) lead became dislodged; therefore, a revision procedure was performed. The longevity of the device was questioned. Ts discussed and it was decided to explant the device at the time of the lead revision. No adverse patient effects were reported. The device was later returned for analysis.